Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # l47263, implanted: (B)(6) 1997, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-09, lot # lc3866, implanted: (B)(6) 2005, product type accessory. (B)(4).

Event description:
The patient reported a loss of therapy and a loss of stimulation. The patient decided to turn therapy off since it kept on turning off. The patient noted that she received a call about two weeks ago and told it was time to consider replacing device. The implant date was noted as (B)(6) 2006. The patient noted that the implantable neurostimulator (ins) was in her butt and that was too difficult to recharge. The indication for use was post lumbar laminectomy syndrome. Additional information received from reported that the patient had back and legs pain, poor circulation, and increased fibromyalgia pain. The patient was in physical therapy and ¿was 2 weeks away and the physical therapist was aware too.¿ the patient¿s issues were not resolved. If additional information is received, a follow up report will be sent.